Event description:
Angioplasty balloon inflated to post dilate a stent placed in the inferior vena cava ruptured at 5 atm's. When balloon was removed it was observed to be missing the distal portion of balloon and catheter nose cone. Attempted to snare and retrieve fragment unsuccessfully. Dr then decided to deploy add'l stent to trap and push against rt common femoral vein. This was performed unsuccessfully, no poor outcome at this time. Vessel left patent and unobstructed.